Manufacturer narrative:
System was used for treatment. Kit lot e204 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint category pump tubing organizer (pto) leak and no trend was detected for this category. This assessment is based on the information available at the time of the investigation. At the time of this report, the photo evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. (B)(4). Device not returned.

Event description:
Customer reported pto leak of the kit during treatment. Whole blood processed (wbp) 54 ml. Customer stated that the blood was not returned to the patient. Patient is stable. Customer submitted photos for evaluation.

Manufacturer narrative:
Photos were returned for analysis. The root cause of the leak at the pump tubing organizer (pto) could not be determined from the photos provided. The device history record (DHR) review did not result in any related nonconformances. This lot was produced in august, 2016 and passed all lot release testing. Based on the analysis, no remedial actions will be conducted. Investigation completed. (B)(4). Device not returned.